Event description:
Tech alleged that the head of the bed would not go down when the cardio pulmonary resuscitation is pressed. No pt impact.

Manufacturer narrative:
The tech found that the head of the bed would go down when the head down button was pressed. The tech replaced the hydraulic manifold to resolve the issue.